Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room. Upon review, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive any therapy during the oversensing. Programming changes were made during device check. The patient is in stable condition.